Event description:
It was reported the customer received a button error alarm during an attempted bolus. The customer's blood glucose was 90 mg/dl. The customer could not recall any significant events leading to the alarm. Customer also stated they were skiing prior to the alarm occurring. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The esc and act button on the insulin pump was received with intermittent response due to corroded keypad traces. No button error alarm noted during testing. The insulin pump had cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window.